Event description:
During right knee surgery with graft in place, the surgeon was putting a screw in to hold the graft and they caught the tip and it broke. The tip was left in the patient. The surgeon felt removing the broken piece would jeopardize the graft and the tip of guide wire was secured by the screw. An x-ray was taken which caused a delay. The tip portion remains in the patient but it's length could not be confirmed. The patient is recovering fine.